Event description:
It was reported that the coil stretched, and a snare was used to push the coil into the lesion. A long sheath was advanced through the internal iliac artery, and through the sheath a 5 french base catheter was advanced. A .021 direxion bern microcatheter was then advanced into the non-calcified and mildly tortuous prostate artery target lesion. The physician embolized that artery and wanted to coil on exit. A few non-boston scientific coils were deployed, then the embold packing 15cm was selected. The coil was prepped and advanced in the normal fashion without difficulty. As the coil was exiting the microcatheter, however, it was noted to look irregular on fluoroscopy. While attempting to remove the coil, it was stretching. The physician advanced a snare to remove the coil, but ultimately the snare ended up detaching the coil and was able to push the coil into the prostate artery. There were no patient complications as a result of this event.